Event description:
It was reported that, the electrode of this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be dislodged by x-rays, due to loose sutures on the sleeve. The physician discussed electrode repositioning; however, additional information was received which indicated that, a defibrillation threshold (dft) test was performed and showed adequate conversion of the ventricular fibrillation with 65j initial polarity shock, there was proper sensing of the vf and a good shock impedance. This s-ICD remains in service. No additional adverse patient effects were reported.